Event description:
It was reported that during a femoral bypass, the tissue pad came off on one side. Unk how the case was completed. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.